Manufacturer narrative:
(B)(4). A review of lot f1635001, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that resistance was felt while advancing a mynxgrip vascular closure device (vcd).

Manufacturer narrative:
Complaint conclusion: it was reported that resistance was felt while advancing a mynxgrip vascular closure device (vcd). Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath and syringe were not returned with the device. The sealant and advancer tube were found in their manufactured positions as received. The sealant¿s distal tip had evidence of exposure to blood. The condition of the returned device indicates that the reported incident may have occurred during the shuttle advancement step. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported event could not be made. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). Review of lot f1635001 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the procedural sheath for evaluation, based on limited information provided and the investigation performed, the reported event as shuttle advancement issue could not be confirmed and the root cause could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). According to the product IFU, users are warned to not use if components or packaging appear to be damaged or defective. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.